Event description:
It was reported that 2 bd alaris secondary set leaked. The following information was provided by the initial reporter: ¿first rn spiked the IV bag with the secondary line- set, then she turned it up to prime the set, but, immediately fluid started leaking out from below the secondary line- drip chamber and the line completely snapped off from that area. The chemo spilled out into rn¿s hand (had gloves) and in the 12th floor treatment room.¿ this is the second incident ( in last 2 weeks) that have happened at our chemo clinic-treatment room. A faulty infusion set causes chemotherapy drugs exposure, and this is a huge safety concerns.

Manufacturer narrative:
H6: investigation summary although no photo or sample was received this complaint is congruent with issues we have seen in the past with this set. The drip chamber separation is a known failure result from lack of solvent applied to the tubing during production. This is the root cause of this verified complaint. A trend for the separation issue has been identified for this product line. We have funded a project to examine how to further increase the robustness of the 11448964 device and prevent future occurrences of this type. As part of the action plan, changes to the drip chamber and tubing assembly are in the process of being implemented. A device history record review for model 11448964 lot number 22069579 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 2 bd alaris secondary set leaked. The following information was provided by the initial reporter: ¿first rn spiked the IV bag with the secondary line- set, then she turned it up to prime the set, but, immediately fluid started leaking out from below the secondary line- drip chamber and the line completely snapped off from that area. The chemo spilled out into rn¿s hand (had gloves) and in the 12th floor treatment room.¿ this is the second incident ( in last 2 weeks) that have happened at our chemo clinic-treatment room. A faulty infusion set causes chemotherapy drugs exposure, and this is a huge safety concerns.